Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2022 the customer went to the emergency room for ongoing occlusions and was subsequently admitted into the intensive care unit (ICU) with a bg level of 700 mg/dl and high ketones. Ketone levels identified as dangerous by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and the customer was released (B)(6) 2022 with no permanent damage. Tandem technical support (tts) performed a system check and the pump is functioning as intended.